Event description:
The complainant alleged that while performing CPR and monitoring a pt (age and gender unknown) the device shut down during an attempt to charge the defibrillator. The respondents were able to charge and discharge the device twice and on the third attempt the device shut down. Respondents changed the battery and the device still would not power up. Upon returning to the station, a new battery was inserted and the device powered up properly. The complainant was unable to duplicate the reported malfunction. The complainant did not indicate that there was any adverse effect to the pt as a result of the reported malfunction.